Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, upon further investigation the electrode belt was unable to complete incoming functional testing. The ECG "c" and "d" cable was cut causing the faults. The root cause for the strained cable and cut cable could not be positively identified. There was no adverse event that resulted from the damaged belt.